Event description:
It was reported that the atrial lead exhibited high thresholds resulting in the right ventricular (rv) lead impedance values not recording properly. The atrial lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2012. (B)(4).